Event description:
It was reported that the product was mislabeled. The target lesion was located in the iliac artery. After a 12x60x75mm epic stent was implanted for treatment, post dilation was performed using a 60mm balloon catheter. It was then observed that the 60mm epic stent was longer than the balloon. The physician reported the implanted stent was 80mm long and not the labeled 60mm. The stent was implanted without complications.

Event description:
It was reported that the product was mislabeled. The target lesion was located in the iliac artery. After a 12x60x75mm epic stent was implanted for treatment, post dilation was performed using a 60mm balloon catheter. It was then observed that the 60mm epic stent was longer than the balloon. The physician reported the implanted stent was 80mm long and not the labeled 60mm. The stent was implanted without complications.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the inner liner 81mm from the tip. Microscopic examination revealed no additional damages. The stent was deployed so it did not return for product analysis. There was blood in the middle sheath and in the tip. A photo of the implanted stent was reviewed, however, based on the lack of clarity in the top portion of the stent it could not be determined if the stent could have been damaged. Also, there was no measurement of the stent in the photo provided therefore it cannot be determined how long the implanted stent was. Inspection of the remainder of the device presented no damage or irregularities.